Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation at the third party service center, the ventilator failed a step during testing. The device was recalibrated to address the issue.